Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 63 mg/dl. Caller stated that the pump was inside the customer's bra at a wedding and she was sweating. Customer stated that the buttons may have been pressed. Customer also stated that they cannot clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was found on the electronic or motor assemblies. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, a cracked display window, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.